Event description:
It was reported that during a robotic sleeve gastrectomy procedure, the surgeon fired the third firing with a blue reload across the stomach and it jammed and locked out. They were able to remove the device and used a second like device to complete the procedure. The first reload was green and the second reload was gold. The first two firings had no issues. They were able to remove the device and complete the procedure. There was no other information available. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date of event = unknown. Assumed 1st day of month that complaint was reported the analysis found that one ple60a device was returned in good visual condition and with an ecr60d partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Upon further analysis, the one piece sled was found to be broken in the area that interacts with the knife, making the reload non-functional. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the one piece sled became damaged, it should be noted that as part of our quality process, 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.